Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "immediately after the surgery, getting out of the post op bed, the pt was experiencing clicking and clunking in her knees. The surgeon stated the pt needed to wait for muscles to strengthen. Four months later she is still experiencing problems."